Manufacturer narrative:
No parts have been returned to the manufacturer for evaluation. No parts have been returned to the manufacturer.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) procedure, an alleged inaccuracy was felt while navigation. The exact magnitude or direction of the inaccuracy was not known, but thought to be posteriorly. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
The archive used in the procedure was reviewed by medtronic personnel. It was found that the patient had excessive loose skin and that the registration was concentrated above the eyebrows. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.